Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking and overstimulation sensation with never having therapeutic effect since implantation. He also had pain in the groin area. It was noted that his lead may have moved during the second day of the trial implant phase. The pt was on group 4 at 2.5 volts. With assistance from the company rep, the stimulation was turn off and adjusted to 0 volts. The stimulation was then turned on and adjusted to a point that the pt just felt the stimulation (2.2 volts). Additional info was requested.